Event description:
It was reported that shaft break occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, when attempted to pass through the guide catheter, the shaft snapped into two pieces. The broken pieces were retrieved, and no patient complications were reported.